Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the lead experienced loss of capture, and the physician decided to use a different lead. The patient was recovering after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.